Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridges were filled with 175-200 units. The customer's blood glucose level was 325 mg/dl. At the time of the call, the customer did not have back up therapy and confirmed health care provider and pharmacy would be consulted to obtain back up therapy. Tandem technical support offered to follow-up to ensure the customer obtained backup therapy; however, the customer declined.